Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results on the subject meter; however, no results were provided by the reporter. This complaint is being reported because the results may not meet lifescan&#38112;precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.